Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening on posterior assessed as an unidentified (tear) opening shell thickness within spec). Additional observations: crease fold and wear abrasion observed on the device.¿black and white particles observed inner the device. Yellow encapsulation observed outer the device.

Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported "calcification around implant" device has been explanted and replaced.